Event description:
A multicenter retrospective analysis of 847 patients receiving adcon-l was conducted at 10 clinical centers. Individual pt data was obtained from the case report forms for pts noted to have had an adverse event. All pts receiving adcon-l underwent a primary, uni-lateral lumbar root decompression. In 2000, the pt underwent a primary left l4-l5 spinal root decompression. On event date, the pt presented with myospasms. The investigator noted the event as moderate in intensity. The physician prescribed exercise and percocet for pain. It was reported that pain continued after the last pt visit. It is unknown if the event resolved. The investigator noted this event as unrelated to the administration of adcon-l. The investigator noted surgical complication as a possible explanation for the event.